Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the lesion was an intracranial internal carotid artery ophthalmic segment aneurysm. A ped-500-35 was selected for implantation. After thorough hydration, the ped-500-35 was delivered to the stent catheter. During the deployment of the flow diverter, the stent opened well at the tip end, but due to vessel tortuosity in the mid-segment, the stent did not open properly. Multiple attempts by the surgeon were unsuccessful, and repeated pushing and pulling raised concerns about stent deformation and catheter damage. To ensure procedural safety, the stent and catheter were withdrawn, revealing deformation and damage at the stent¿s tip end, making it unusable. To ensure the procedure proceeded smoothly, both the catheter and stent were replaced, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for flow-diverting stent-assisted coil embolization of a saccular, unruptured left internal carotid artery ophthalmic segment aneurysm with a max diameter of 19.42mm and a 7.92mm neck diameter. Landing zone: distal: 5.03mm and proximal: 4.95mm. It was noted the patient's vessel tortuosity was severe. Access vessel was the femoral artery with a 9.94mm diameter. Dapt (dual antiplatelet treatment) was administered, pru level was a normal response level. The angiographic result post procedure was good. Ancillary devices include a toubridge silver snake 6f 115 guide catheter and phenom27 fg15150-0615-1s microcatheter.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex braid was returned for analysis with a phenom 27 catheter inside an open pipeline flex and phenom 27 catheter inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex pusher wire was not returned. ¿damaged location details: the pipeline flex braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. The braid¿s middle section was fully open without damage. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed. The returned pipeline flex braid¿s middle section was found to be fully open without damage. Additionally, both ends of the braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction/resistance during delivery or positioning of the pipeline. It was considered that the stent damage caused the failure to open. The pipeline was positioned in a bend when it failed to open.